Manufacturer narrative:
Patient discarded suspect infusion set. No product will be returned by the patient for evaluation, thus no evaluation will be performed.

Event description:
Patient reported that, during june 2004, her infusion sets were coming apart. She indicated that her blood glucose would increase, as a result, which she treated with insulin.